Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Device manufacture date: not available at time of reporting. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00542. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a healthcare professional that a (B)(6) female with a history of lung cancer presented with a left carotid terminus occlusion with modified rankin scale (mrs) score of 0, nihss score of 24, (B)(6) coma scale ((B)(6)) score of 10 (right-sided paralysis & aphasia), and an elevated d-dimer result. The patient subsequently underwent mechanical thrombectomy with a 5mm x 33mm embotrap ii revascularization device (et009533/21c115av and 132cm embovac 71 aspiration catheter (ic71132ca/30550155). Concomitant devices included a 9f optimo balloon guide catheter (tokai medical), a phenom 27 microcatheter (medtronic), and a chikai 14 microwire (asahi intecc). The embovac was able to be delivered to slightly distal to the ophthalmic artery using the phenom 27 microcatheter and the chikai 14 microwire. The embovac could not be delivered any further at the above location. The phenom 27 and the chikai 14 were delivered to the left m2 inferior trunk of the middle cerebral artery (mca) without the embovac. The embotrap ii was delivered and the optimo was inflated to block the blood circulation (asap technique was performed). The tip of the embotrap ii was deployed at the beginning (root) of the m2. The embovac was then moved to the beginning (root) of m1 and continuous suction from the embovac was initiated. While keeping the embovac at the root of the m1, the embotrap ii was pulled proximally. There was no resistance noted with the embotrap during the retrieval. It was also stated that there were no issues with the operation of the embovac. The embotrap ii was removed from the patient. No thrombus was found on the embotrap. Adapt technique was then conducted. The embovac was maintained at the beginning (root) of the m1, and continuous suction was performed for about 3 minutes. The embovac was then pulled back to the internal carotid artery (ica) as slowly as possible. When the embovac was located around the ic top, the blood began to be aspirated. After sufficient blood was aspirated, angiography was performed, and recanalization of the ica was confirmed. However, the left anterior cerebral artery (aca) (a3 segment) was occluded with slow blood circulation through the collateral vessel. Tici score of 2b was obtained, and the procedure was concluded at this point. Immediately after the procedure, her nihss score had improved to 16. The patient was able to speak and raise her hand up to the middle of the right upper limb. Five days after the procedure, magnetic resonance imaging (MRI) showed that the occlusion at the aca was still present. It was reported that the relationship of the event to the procedure is unknown. The physician feels that the aca may have been occluded at baseline or that the thrombus at the ica partially detached from the main thrombus and occluded the new territory of the aca. One-month post-procedure, her mrs score was 5. The patient had a history of lung adenocarcinoma which was scheduled to be treated. It was further reported that there was vasospasm noted during the procedure. Final/end of procedure tici score was 2b. The received images were reviewed by an independent physician. The assessment reads as follows: "according to the added text there is a thrombectomy performed on the left side. The physician describes the procedure in detail and mentions that there can not be certainty that the a1 occlusion is a new problem after thrombectomy with the embotrap or whether that clot was already present before the first attempt. New territory embolism is a known event that occurs in about 6% of cases according to literature. From the images we received it is not possible to assess whether the a1 occlusion is actually due to a new embolism or not. The provided images do show an occlusion of the distal a1 on the mr imaging but this is seen on the right side (unless the image is a pa projection, there is no annotation in the image). A clear relationship can not be established if the clot is actually on the right side since a new territory embolus will not travel against the flow from the right side. If the embolus is on the left side it can indeed be new territory embolism or still be a clot that was there prior to the thrombectomy. The physician also describes that the embovac was not passing the ophthalmic ridge, which is a known occurrence with distal access catheters. Very often this is overcome with the use of a microcatheter to minimize the gap, but even then it may pose a problem. Not uncommon is the movement of the embovac once the embotrap is deployed and when traction is applied which is what the operator describes by ¿the embovac was adjusted to root of m1¿."

Manufacturer narrative:
Product complaint # ==> (B)(4). Updated section on this medwatch report: b4, g3, g6, h2, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that a 62-year-old female with a history of lung cancer presented with a left carotid terminus occlusion with modified rankin scale (mrs) score of 0, nihss score of 24, japan coma scale (jcs) score of 10 (right-sided paralysis & aphasia), and an elevated d-dimer result. The patient subsequently underwent mechanical thrombectomy with a 5mm x 33mm embotrap ii revascularization device (et009533/21c115av) and 132cm embovac 71 aspiration catheter (ic71132ca/30550155). Concomitant devices included a 9f optimo balloon guide catheter (tokai medical), a phenom 27 microcatheter (medtronic), and a chikai 14 microwire (asahi intecc). The embovac was able to be delivered to slightly distal to the ophthalmic artery using the phenom 27 microcatheter and the chikai 14 microwire. The embovac could not be delivered any further at the above location. The phenom 27 and the chikai 14 were delivered to the left m2 inferior trunk of the middle cerebral artery (mca) without the embovac. The embotrap ii was delivered and the optimo was inflated to block the blood circulation (asap technique was performed). The tip of the embotrap ii was deployed at the beginning (root) of the m2. The embovac was then moved to the beginning (root) of m1 and continuous suction from the embovac was initiated. While keeping the embovac at the root of the m1, the embotrap ii was pulled proximally. There was no resistance noted with the embotrap during the retrieval. It was also stated that there were no issues with the operation of the embovac. The embotrap ii was removed from the patient. No thrombus was found on the embotrap. Adapt technique was then conducted. The embovac was maintained at the beginning (root) of the m1, and continuous suction was performed for about 3 minutes. The embovac was then pulled back to the internal carotid artery (ica) as slowly as possible. When the embovac was located around the ic top, the blood began to be aspirated. After sufficient blood was aspirated, angiography was performed, and recanalization of the ica was confirmed. However, the left anterior cerebral artery (aca) (a3 segment) was occluded with slow blood circulation through the collateral vessel. Tici score of 2b was obtained, and the procedure was concluded at this point. Immediately after the procedure, her nihss score had improved to 16. The patient was able to speak and raise her hand up to the middle of the right upper limb. Five days after the procedure, magnetic resonance imaging (MRI) showed that the occlusion at the aca was still present. It was reported that the relationship of the event to the procedure is unknown. The physician feels that the aca may have been occluded at baseline or that the thrombus at the ica partially detached from the main thrombus and occluded the new territory of the aca. One-month post-procedure, her mrs score was 5. The patient had a history of lung adenocarcinoma which was scheduled to be treated. It was further reported that there was vasospasm noted during the procedure. Additional information received indicated that the final/end of procedure tici score was 2b. The received images were reviewed by an independent physician and the assessment reads as follows: "according to the added text there is a thrombectomy performed on the left side. The physician describes the procedure in detail and mentions that there can not be certainty that the a1 occlusion is a new problem after thrombectomy with the embotrap or whether that clot was already present before the first attempt. New territory embolism is a known event that occurs in about 6% of cases according to literature. From the images we received it is not possible to assess whether the a1 occlusion is actually due to a new embolism or not. The provided images do show an occlusion of the distal a1 on the mr imaging but this is seen on the right side (unless the image is a pa projection, there is no annotation in the image). A clear relationship can not be established if the clot is actually on the right side since a new territory embolus will not travel against the flow from the right side. If the embolus is on the left side it can indeed be new territory embolism or still be a clot that was there prior to the thrombectomy. The physician also describes that the embovac was not passing the ophthalmic ridge, which is a known occurrence with distal access catheters. Very often this is overcome with the use of a microcatheter to minimize the gap, but even then it may pose a problem. Not uncommon is the movement of the embovac once the embotrap is deployed and when traction is applied which is what the operator describes by ¿the embovac was adjusted to root of m1¿." The device was not available for analysis. A device history review of the lot 21c115av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Embolization of thrombus is a known potential complication during mechanical restoration of flow and thrombus removal procedures in which the embotrap device is used. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels and is listed in the embotrap instructions for use (IFU) as such. Review of the available information suggests that vessel characteristics, patient, and procedural factors may have contributed to the reported events with no indication of a device defect or quality issue. Since the severity of the vasospasm is currently unknown and the spasm appears to have occurred during procedural use of the embotrap device, the event meets MDR reporting criteria. Thromboembolism to the a3 branch, depending on the patient's collateral blood flow and degree of evolving infarction in the territory supplied by this vessel, may have resulted in further infarction with t neurological deterioration. Furthermore, the relationship of the embotrap to the suspected thromboembolism cannot be excluded. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.